Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for a generator changeout procedure. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The elective replacement indicator alert was cleared and normal device function resumed. No patient symptoms were reported and the patient would be monitored.